Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular triple a repair interventional procedure. Reportedly, the first prostyle was deployed without issue. Then the second prostyle was deployed without issue. Step 4 was performed without issue, no resistance was noted. However, when the device was removed, it was noted then that the footplate only closed partially and not entirely. The access site had widened so the physician upsized the sheath to 12f when a hematoma was noted. Manual compression was performed to treat the hematoma. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 16f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. The pre-placed prostyles additionally treated the widened access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of hematoma and tissue damage are listed in the perclose prostyle instructions for use, as known adverse events associated with use of suture mediated closure devices. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. Based on the reported information and the returned device analysis, it is likely the anterior foot captured tissue or suture during foot closure. This condition likely led to the vessel damage when the device was removed inducing the added treatment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.